Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07575. It was reported the patient's ipg could no longer communicate with the multiple external devices due to it being inoperable. Further intervention will be discussed with the physician. The patient has two ipgs documented in the manufacture database. Both ipgs are being reported because it is unknown which ipg became inoperable.